Manufacturer narrative:
A safety-quality evaluation was updated and received on 29-aug-2016. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains, sharp pain on her right side. According to additional information, this case became legal and plaintiff subsequently had the device removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and the absence of alternative explanation, causality between reported event and essure use cannot be excluded. Previously, this case was not regarded as incident. Upon receipt of legal claim, it was informed that medical device removal was required. Therefore, this case was then classified as incident. Based on the available information, there is no relationship between the reported event and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there was evidence of tubal firmness consistent with essure devices with some fibrosis on the left, potentially consistent') and pelvic pain ('pelvic pains, sharp pain on my right side/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included drug allergy. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dizziness ("dizzy spells where I would see spots") and headache ("excruciating headache following dizzy spells"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), uterine spasm ("procedure, first time uterus kept contracting, doctor could not continue"), complication of device insertion ("procedure, first time uterus kept contracting, doctor could not continue"), device insertion failed ("procedure, first time uterus kept contracting, doctor could not continue"), migraine ("migraines"), cyst ("cysts") and rash ("skin rashes"). The patient was treated with surgery (she had surgery to remove the essure implant and hysterectomy with bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, uterine spasm, complication of device insertion, device insertion failed, migraine, cyst and rash outcome was unknown and the pelvic pain, dizziness and headache had not resolved. The reporter provided no causality assessment for complication of device insertion, dizziness, headache, uterine spasm and device insertion failed with essure. The reporter considered cyst, fallopian tube perforation, genital haemorrhage, migraine, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 21-oct-2015. The most recent information was received on 26-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there was evidence of tubal firmness consistent with essure devices with some fibrosis on the left, potentially consistent') and pelvic pain ('pelvic pains, sharp pain on my right side/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included drug allergy. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dizziness ("dizzy spells where I would see spots") and headache ("excruciating headache following dizzy spells"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), uterine spasm ("procedure, first time uterus kept contracting, doctor could not continue"), complication of device insertion ("procedure, first time uterus kept contracting, doctor could not continue"), device insertion failed ("procedure, first time uterus kept contracting, doctor could not continue"), migraine ("migraines"), cyst ("cysts") and rash ("skin rashes"). The patient was treated with surgery (she had surgery to remove the essure implant and hysterectomy with bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, uterine spasm, complication of device insertion, device insertion failed, migraine, cyst and rash outcome was unknown and the pelvic pain, dizziness and headache had not resolved. The reporter provided no causality assessment for complication of device insertion, dizziness, headache, uterine spasm and device insertion failed with essure. The reporter considered cyst, fallopian tube perforation, genital haemorrhage, migraine, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: event fallopian tube perforation added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains, sharp pain on my right side/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included drug allergy. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dizziness ("dizzy spells where I would see spots") and headache ("excruciating headache following dizzy spells"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine spasm ("procedure, first time uterus kept contracting, doctor could not continue"), the first episode of complication of device insertion ("procedure, first time uterus kept contracting, doctor could not continue"), the second episode of complication of device insertion ("procedure, first time uterus kept contracting, doctor could not continue"), migraine ("migraines"), cyst ("cysts") and rash ("skin rashes"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dizziness and headache had not resolved and the genital haemorrhage, uterine spasm, the last episode of complication of device insertion, migraine, cyst and rash outcome was unknown. The reporter considered cyst, genital haemorrhage, migraine, pelvic pain and rash to be related to essure. The reporter provided no causality assessment for dizziness, headache, uterine spasm, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. No sample available for this investigation. Since we have no valid lot number [or this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-nov-2017: summon received. Reporter information was updated. Essure implantation and explantation date was updated. Event: pain was clubbed with pelvic pains, sharp pain on my right side. Event: skin rashes, cysts, migraines, abnormal bleeding were added. Event: outcome were unknown. Reporter assessed events were related to essure. Essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case report from a consumer in the united states was identified on 21-oct-2015 during monitoring of postings an FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# FDA-2014-n-0736-1552). The report refers to the reporter herself a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2012. It was her second procedure to have it placed. The first time her doctor (said) to her that her uterus kept contracting and since she had an aspirin allergy he could not continue. A year after placement (in 2013), she started having dizzy spells where she would see spots. Following closely after she would have an excruciating headache. She also began to have pelvic pains. If she moved too fast getting up she would experience a sharp pain on her right side. She went to the emergency room about problems and they repeatedly told her she was fine and healthy and they did not know what the problem was. She had been prescribed reading glasses since then and migraine medicine. She was taking migraine medicine everyday until she stopped going to her neurologist because the medicine would work on and off. Follow up 02-dec-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow-up information received on 02-aug-2016 - legal claim provided. Case upgraded to incident: each of the plaintiffs (they were not individualized on document) was implanted with essure for permanent sterilization and subsequently had the device removed due to complications (not specified). The complications suffered by plaintiffs include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains, sharp pain on her right side. According to additional information, this case became legal and plaintiff subsequently had the device removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and the absence of alternative explanation, causality between reported event and essure use cannot be excluded. Previously, this case was not regarded as incident. Upon receipt of legal claim, it was informed that medical device removal was required. Therefore, this case was then classified as incident. Based on the available information, there is no relationship between the reported event and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.